Manufacturer narrative:
The device manufacturer date for the reported meter is unknown. The date entered in is the date abbott diabetes care became aware of the event. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: (meter serial number) and (device manufacturer date) has been updated based on the returned product. Meter (B)(4) was returned and investigated with retained test strips and a new issue was observed. Meter powered on with button depression. Meter did not power in with strip insertion. Meter was sent for further investigation and de-cased. Upon visual inspection of the de-cased meter, contamination of dust and fibers was observed. A blank screen was not observed. The complaint is not confirmed. (Operator of device) was inadvertently omitted in the initial MDR 30 day report; has been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.